Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Following the product return, it was confirmed that this is the correct part and lot combination associated with the fracture: 214227160 (66103363). D10: concomitant medical products - part number (lot number): 214207027 (s00000033) - updated from (unknown). If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It cannot be confirmed which lot number fractured. Therefore, the following combinations could apply: d4: lot - 66103363. UDI - (B)(4). Or d4: lot - 66234675. UDI - (B)(4). D10: concomitant medical products - part number (lot number): 214227160 (66234675). 214207027 (466947).214207027 (unknown). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial alps distal tibia surgery, the drill bit was stuck in the guide. An alternative drill bit and guide were used, but another jam occurred, resulting in a fracture of the second bit. The proper surgical technique was used, and the surgery was completed with a new drill and guide. No patient consequences have been reported due to these malfunctions. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code mechanical (g04) - drill. The reported event is confirmed by the returned product. Visual examination of the returned product/provided pictures identified the two (2) returned drill bits that were stuck in the guides, with one of them broken. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.